Manufacturer narrative:
(B)(4). Jaws.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not feed into the jaw. Besides, the device could not be removed through a trocar. Another device was used to complete the case. There were no adverse consequences to the patient.